Event description:
On (B)(6) 2011, (B)(4) became aware of a patient who developed scarring to her face 1 week following a fraxel repair treatment. Date of treatment was (B)(6) 2011 and symptoms of scarring were noted approx one week later ((B)(6) 2011). The patient has received a v-beam treatment to help prevent permanent damage. Though the patient is still healing, the site anticipates resolution of symptoms. Date of reportability (B)(6) 2011 after confirming with site that intervention was required to prevent permanent damage.